Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 3 (the main arm cannot communicate with the motor arm), pump error 53 (software error detected) and pump error 64 (motor arm failed self-test). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test. No unexpected pump error 3, pump error 53 or pump error 54 alarm noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Motor processor communication alarm (3) was found in history file on (B)(6) 2025 16:42:35.000. Software error (53) was found in history file on (B)(6) 2025 16:42:25.000. Motor processor self test fail (64) was found in history file on (B)(6) 2025 16:41:10.000. In summary customer alleged pump error 3 alarm confirmed. Pump error 53 confirmed. Pump error 64 confirmed and due to moisture ingress on electronic assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.